Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the image acquisition system (ias) door physically closed but the pendant stated door open and would not go to 2d imaging. The upper door switch was adjusted. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the door showed as open on the pendant. There was no patient involvement.